Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device so the root cause of this complaint was determined as "undetermined/unknown". As the root cause of this complaint was not determined, no corrective/preventative actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the memobag was introduced through the trocar located on the belly button during a laparoscopic cholecystectomy. The gallbladder was placed inside the memobag and during extraction the bottom of the bag broke inside the patient". To complete the procedure a larger trocar entry point was used to remove the gallbladder. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the memobag was introduced through the trocar located on the belly button during a laparoscopic cholecystectomy. The gallbladder was placed inside the memobag and during extraction the bottom of the bag broke inside the patient". To complete the procedure a larger trocar entry point was used to remove the gallbladder. The patient's current condition is reported as "fine".